Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone14.5 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient received an error message indicating ¿missing sensor values.¿ symptoms reported include dizziness, headache, dehydration, and blurry vision. Ultimately, the patient loss consciousness for a few minutes. Patient called emergency services and was transported to the ER. The patient was treated with fluids and insulin intravenously. The patient was released after 6 hours. Insulet notified dexcom of the incident on (B)(6) 2025.